Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Upon receipt, the device was unable to communicate. The cause of the lack of communication was a result of low battery voltage from premature depletion. The cause of the premature depletion remains undetermined. Device testing did not find any anomalies.

Event description:
It was reported by the field that the device was explanted and replaced after reaching normal end of life (eol). Analysis of the device revealed premature battery depletion. The patient experienced no adverse consequences.